Manufacturer narrative:
The bl3170 handpieces were not returned for evaluation, only three vials containing fluid were returned in a plastic bag. The fluid from each of the vials was poured onto separate 0.45 micron filters. The filters were examined under a microscope and each filter contained several particles. All the particles were less than 50 micron in size. None of the particles found on the three filters had a metallic appearance. Several have fiber-like appearance and some have an organic appearance. Additional spectroscopy analysis found the largest particle on filter 1 and 2 consists primarily of organic material with lesser concentrations of oxygen and silicon. The gray-colored particle on filter 4 consists primarily of polypropylene with lesser concentration of oxygen and silicon. The small size of the particles prevented any further characterization. The source of the particles cannot be determined. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Manufacturer narrative:
Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report was received from a hospital in the united kingdom indicating that in three separate cases, particles from unknown source were seen in the patient''eye by three separate consultants. No patient injury was reported and no additional details were provided.